Event description:
It was reported that (B)(6) 2023 at 1651, when a nurse asked for a double check on a bag change, a second nurse came in to do the double check and noticed that the air-in-line alarm was going off. The second nurse then opened the door to check the tubing, closed the door, opened the pump module again and it was reported that, "the channel just completely fell off the pc unit." It was also reported that the tubing was separated from the pump module which resulted in the chemo flowing onto the floor, "bed side channel," and on the patient's socks. It was later reported that lidocaine 15 ml/hr and sodium chloride 0.9% 20 ml/hr were also running at the time. The patient experienced distress from the event but it was reported that there was no patient harm.

Manufacturer narrative:
Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer. H3 other text : device was not returned to manufacturing facility.